Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer report complaint. The unit was returned for failure analysis and the reported failure was confirmed after installing the suj on in-house system. The wrist brake was found to be very weak. The suj was tested on the in-house machine and passed all the tests. Isi received a second suj involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer report complaint. The unit was returned for failure analysis and the reported failure was confirmed after installing the suj on in-house system. The wrist brake did lock movement, but it still allowed easy movement by hand.

Event description:
It was reported that during the system setup for a da vinci-assisted surgical procedure, the proximal set up joint (suj) brake did not work on suj1 and suj4. It was noted that both horizontal sujs could be moved without pressing the suj clutch button. The intuitive surgical, inc. (Isi) technical services engineer requested that the customer perform a hard power cycle and emergency power off (epo) of the system. After restarting, the system was recovered and all brakes were working fine. The surgeon was able to continue with the procedure. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the distal set up joints (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the sujs for evaluation, but the failure analysis testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The isi tse verified the system serial # (B)(4) during the service support call. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: fse investigation identified a failure that could result in non-intuitive motion. While the procedure was completed robotically and there was no harm or injury to the patient, the failure mode that was identified could likely cause or contribute to an adverse event if it were to recur.